Event description:
The vnus closurefast device failed. High impedance warning when plugged in. Device had to be removed from patient and new device placed. Surgeon passed the closurefast catheter over the guidewire and under ultrasound guidance made sure it was 2.5cm from the saphenofemoral junction. Surgeon attempted to activate the 7cm heating element but the catheter was defective. Thus, the guidewire was re-passed into the catheter to remove the non-functioning catheter and pass a new closurefast catheter over the guidewire and made sure we were in the correct location.